Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
It was reported that the patient programmer displayed the message "replace generator soon". Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ipg reached end of life and became inoperable. Patient utilized programs with high amplitude and tonic stimulation. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.